Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose levels have been running over 400 mg/dl since the occlusions began. Reportedly, the customer reverted to an alternate method insulin therapy.